Event description:
The pt reportedly experienced loss of lock between the cochlear implant and external equipment. Programming adjustments were made and external equipment was exchanged; however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.